Manufacturer narrative:
(B)(6). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from the healthcare professional (hcp) via the manufacturer representative reporting that there was a problem removing the guidewire. The guidewire was stuck and could not be removed. The doctor used reasonable force but still no success. The guidewire could not be removed. The guidewire was left inside the lead and the plastic tip was cut with a scissor. The test lead was successfully implanted with the guidewire still in place. X-ray showed correct placement. There were no external contributing factors. The patient was alive with no injury. The hcp was advised to return the lead with guidewire once the trial finishes. No further complications were reported or anticipated.